Event description:
After 9 minutes on dialysis, pt exhibited severe back pain, shortness of breath and chest pain. They took the pt off, primed another toray filtryzer, gave the pt benadryl, and the same thing happened. Pt recovered within the same day. Pt had been dialyzed with toray filtryzer for four yrs without experiencing any back pain, shortness of breath or chest pain. Since the event occurred. Pt has been dialyzed with a dialyzer from different mfrs. The dialysis conditions were: qb=200-300ml/min, qd=500ml/min, priming is done with saline, heparin=5000i.u.